Manufacturer narrative:
(B)(4). No ae reported. Additional information including device details and further event details have been requested for the investigation. Please note: this event did not occur in the USA. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA.

Event description:
Trinity reamer handle broke during surgery.

Manufacturer narrative:
(B)(4) final report. No ae reported. Additional information, including a specific failure mode, device lot code and the return of the device was requested in order to progress with this investigation, however, none were provided and therefore there was only very limited information available for the investigation. The device lot code was unavailable and thus the device manufacturing records could not be identified or reviewed. The device itself was discarded by the hospital and therefore could not be examined. Based on this, a root cause could not be identified and corin now consider this case closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Device not returned.

Event description:
Trinity reamer handle broke during surgery.